Manufacturer narrative:
(B)(4).

Event description:
The customer reported questionable ise indirect na for gen.2 (sodium) results for patient samples on the cobas 4000 c (311) stand alone system. The customer stated the sodium results increased throughout the day and decreased after performing maintenance. The customer provided an erroneous sodium result for one patient sample. The initial sodium result was 153 mmol/l and was reported outside of the laboratory. The customer repeated from the same sample tube and the sodium result was 140 mmol/l. The patient was given fluids based on the erroneous sodium result. It was asked but not known if the patient was adversely affected from the receiving fluids. The repeat sodium result was deemed to be correct. The customer did not repeat the potassium or chloride tests. The sodium electrode lot number and expiration date was requested but not provided. The customer stated that something "plastic like" was found hanging from the end of the sample probe but the issue continued after cleaning the sample probe. The customer changed the sodium electrode the week before and the reference electrode was recently changed. The customer had changed the pinch valve tubing in (B)(6). The field service engineer (fse) found fluidics failure. The fse replaced the syringe seals, sample probes, reagent probes, sipper nozzle, pinch tubing and vacuum diaphragm. The fse bleached the ise flowpath. The fse performed operational and mechanical checks that passed. The customer ran calibration and quality control that was within specifications. Further investigation was not able to determine a specific root cause because additional potassium and chloride repeat testing information for further investigation was not provided. The investigation found that the customer was using the incorrect sodium setting for a standard. The customer was using 158 mmol/l but should have been using 160 mmol/l for the sodium standard. The incorrect setting causes sodium results to be 2 mmol/l low for sample and quality control materials.

Manufacturer narrative:
The customer stated that during the original service visit the field service engineer found a leak in the reagent probe tubing. The customer verified that the sodium set point has been changed to the correct set point. The ise performance has been acceptable since the incident.